Event description:
It was reported that during a review of data for this pacemaker, it was noted that there appeared to be loss of capture (loc) on the right ventricular (rv) channel. It was further noted that the loc was observed during the implantation of a transcatheter aortic valve replacement (tavr). Technical services (ts) did not make any recommendation regarding this device. This pacemaker remains in service. No adverse patient effects were reported.